Manufacturer narrative:
Correction: upon further review, it was determined that the event reported on 2937457-2021-02281 does not meet criteria for a reportable event related to the liberty select cycler. The event is captured within 8030665-2021-01728. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2021-02281.

Event description:
On 20/oct/2021 a contact for this female peritoneal dialysis (pd) patient reported they have been on hemodialysis (hd) for the past few months due to an infection. The patient was doing pd for the first night back since hd and should not have done their normal prescription fill volume and was receiving alarms. The patient was not connected at the time of the call. Attempts to obtain additional information were unsuccessful. The patient did not specify the type of infection they were diagnosed with or why they transitioned to hd for a few months.

Event description:
On (B)(6) 2021 a contact for this female peritoneal dialysis (pd) patient reported they have been on hemodialysis (hd) for the past few months due to an infection. The patient was doing pd for the first night back since hd and should not have done their normal prescription fill volume and was receiving alarms. The patient was not connected at the time of the call. Attempts to obtain additional information were unsuccessful. The patient did not specify the type of infection they were diagnosed with or why they transitioned to hd for a few months.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.